Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced chronic diaphragmatic stimulation and resulting pacing output needing to be reprogrammed at or below threshold for adequate cardiac resynchronization therapy (crt) delivery. The patient was already scheduled for extraction and re-implant. Additional information indicated that the lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.